Event description:
It was reported that during a cholecystectomy, abdominal air leaked. Another device was used to complete the case. There were no consequences to the patient. Device will not be returned.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.